Event description:
Pt had previous acdf surgery in (B)(6) 2010. Post op the pt presented with spontaneous (B)(6) occurred and spread to surgical site. Revision surgery was performed in which the cervical plate was removed and replaced with vbrs 47mm interbody, 92mm trinica plate and 8 screws (levels treated were c5-t4). There were no reported product performance issues with the removed hardware.